Event description:
It was reported that the patient with this right atrial (ra) lead stated that approximately two weeks post-implant, a 100-pound item was lifted and dragged, resulting in slight lead movement, though functionality remained intact. The patient also stated experiencing a constant bruising sensation from the armpit to the bicep. Technical services (ts) referred the patient to the device-following physician for further evaluation. To date, this ra remains in service. No adverse patient effects were reported.